Event description:
Battery compartment screw defective. Battery would not stay in place. Dose or amount: u-100, frequency: constant, route: subcut. "Is the product compounded: no, is the product over-the-counter: no." Event reappeared after reintroduction: doesn't apply. Expiration date: na.